Manufacturer narrative:
(B)(6). During evaluation, a companion sample was received and determined to not meet product specifications related to a leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to this condition. Functional testing was performed and a leak from the spike port cap at the base of the spike port was observed. The cause of the condition was determined to be inadequate cyclohexanone being applied to the spike port cap when it was inserted to the spike port tubing during the manufacturing process. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned sample, it was determined that the 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the spike port cap. There was no patient involvement. No additional information is available.